Event description:
The pt had a transverse fracture of the femoral shaft. On (B)(6) 2011, the pt underwent insertion of a pfna. The surgeon felt that this femoral shaft fracture would possibly cause a trochanteric fracture too. Accordingly, the surgeon decided to use a long nail to fix the bone fracture. The 1st screw was inserted to the correct place in the bone but the 2nd screw was out of correct place during the insertion. The surgeon decided that the 1st screw was enough to fix the bone fracture with the implant. One month after operation, full weight bearing was granted by the surgeon. From approximately (B)(6) 2012, the reduction was gradually getting unstable and finally the bone fractured again.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.